Event description:
Laparoscopic cholecystectomy- "according to dr. (B)(6) the clips "jammed" and dispensed crooked, making it difficult to apply a second clip next to the first one. Clips also, continue to not hold smaller amounts of tissue/small vessel.""prior issue was, the clips on smaller vessels did not hold, or had been loose, needing to be removed and the clip re-applied. Specifically, on (B)(6) 2014, there was pulsating blood in the surgical field after proper clips applied during laparoscopic cholescystectomy."

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. All clip appliers undergo 100% visual and functional inspection during manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.